Event description:
Infusion pump malfunctioned during delivery of tpn solution. Pump was programmed to taper up over 1 hr period and performed this function for 3 1/2 hrs. Nurse stopped pump momentarily then reprogrammed to remove taper up section but started infusion at cycle with taper-down cycle intact. Pump changed for new one.